Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. It is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during the procedure using the subject device, the following event occurred. The health professional noticed that the tissue pad is coming off(damaged) since the generator went wrong. The health professional exchanged the first device for the second device. There was no patient injury reported. On (B)(6) 2021, based on the additional information, we found that the tissue pad was partially detached and that there were no fallen fragments inside the patient.